Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope while the user was handling the device, which led to an abnormality in electrical parts, and resulted in the displayed error message (e315). The event can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the event can be prevented by following the instructions for use (IFU) which state: "- when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found there was no image when the scope was connected to the video system and turned on due to the e315 error message. The plug body was dismantled and the moisture indicator was triggered with moisture droplets evident. Also, evaluation found the following: the distal end adhesive was lifting, the scope connector was leaking, the up/down/left/right angle is not to specifications, and the up/down angle had play. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported that the colonovideoscope had an image issue and scope detection failed. The issue was observed during maintenance; therefore, no procedure or patient harm was associated with this event. During device evaluation at olympus, it was found an e315 unsupported scope error message was displayed. The report is being submitted due to the error message found during evaluation.